Event description:
Description of event according to literature: pilati et al. 2025: ¿percutaneous implantation of self-expanding pulmonary valves: results from real-life experience of the venus-p valve registry of the italian society of pediatric cardiology¿ in this study 65 patients with dysfunctional right ventricular outflow tracts were treated with percutaneous pulmonary valve implantation (ppvi) using the venus p self-expanding valve. The study demonstrated a procedural success rate of 94% (61/65 patients), with no deaths or reinterventions during a median follow-up of 13 months. Functional status improved in all successfully treated patients. One patient developed a hemothorax caused by perforation of a distal pulmonary artery branch by a lunderquist guidewire (complaint device) used during the ppvi procedure. Patient outcome: the event required percutaneous drainage and coil embolization of the injured vessel. The patient recovered without reported mortality, emergency surgery, or permanent impairment.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Literature: https://doi.org/10.1016/j.ijcchd.2025.100609 g4) similar to device marketed under 510(k)/PMA: k220137 summary of investigational findings: cook became aware of a journal article ¿percutaneous implantation of self-expanding pulmonary valves: results from real-life experience of the venus-p valve registry of the italian society of pediatric cardiology¿ written by pilati et al. 2025. In this study 65 patients with dysfunctional right ventricular outflow tracts were treated with percutaneous pulmonary valve implantation (ppvi) using the venus p self-expanding valve. The study demonstrated a procedural success rate of 94% (61/65 patients), with no deaths or reinterventions during a median follow-up of 13 months. Functional status improved in all successfully treated patients. One patient developed a hemothorax caused by perforation of a distal pulmonary artery branch by a lunderquist guidewire (complaint device) used during the ppvi procedure. The event required percutaneous drainage and coil embolization of the injured vessel. The patient recovered without reported mortality, emergency surgery, or permanent impairment. The complaint reported by the user was confirmed. The complaint originating from the literature article was confirmed based on available information. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is evidence to suggest that user did not follow the instructions for use and/or label as the les wire is intended for use in the major vessels, the aorta and vena cava, including their access vessels and adjacent vessels. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified as the les wire is intended for use in the major vessels, the aorta and vena cava, including their access vessels and not distal pulmonary artery which was perforated in this case. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering the event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.